Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the battery longevity on the pacemaker was estimated at 1.6 years. However, it was at 2.4 years 6 months ago and 3.5 years 6 months prior to that. When the device was implanted in 2010, the estimation was at 8.6 years. The battery longevity appeared to be dropping quicker than expected between checks. The patient was stable and will continue to be monitored.